Manufacturer narrative:
The lead was not returned for evaluation. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was extracted due to a fracture. No adverse patient effects were reported.